Event description:
Report received from the USA regarding an attachment device in which it was discovered that the attachement device was " not working". It was unknown to the reporter if the device was in surgery. It was unknown to the reporter if injuries or medical intervention were reported. The event date was unknown to the reporter. No additional information is available.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and it was observed that the device failed the cutter insertion acceptance test and visual assessment. Evidence suggests this was due to usage / wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).